Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang 7.0 x 80, 75cm, batch# 28598629, 20atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 34mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.